Event description:
It was reported that for a farawave pulse field ablation catheter was selected for use. During the procedure, while manipulating the farawave inside the body, the guidewire inserted into the farawave could no longer be moved, prompting removal of the farawave from the body. Upon external visual and functional inspection, it was found that when the farawave was deployed to flower configuration, the guidewire was completely immobile. However, when the device was in a shape closer to the basket configuration, the guidewire could be moved without issue. The device was not replaced, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device has been received for analysis. During product analysis the device passed all test performed, showing no evidence of the reported failure. The no problem detected code was selected for the guidewire stuck allegation. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that for a farawave pulse field ablation catheter was selected for use. During the procedure, while manipulating the farawave inside the body, the guidewire inserted into the farawave could no longer be moved, prompting removal of the farawave from the body. Upon external visual and functional inspection, it was found that when the farawave was deployed to flower configuration, the guidewire was completely immobile. However, when the device was in a shape closer to the basket configuration, the guidewire could be moved without issue. The device was not replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.